Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 300 mg/dl at the time of incident. The user alleged the insulin pump was under delivering insulin. Customer states that insulin intake was cut down for couple of days. Customer states that after couple of days intake went back to normal but pump still did not adjust. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis